Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely because internal braid (flexible shaft) could not retain proper driving status temporarily during operation, and insertion section sheath got entangled in the rotating internal blades. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited a twisted insertion section. There was no patient involvement.